Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had a sticky trigger. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings and motor assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.